Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The system was rebooted and the error did not return. The unit was returned to service; no parts were replaced.

Event description:
The hospital reported the unit had an acb comm failure during the preoperative checkout. There was no reported patient involvement.